Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer had to repeat the load process steps before being able to successfully complete the load process. Tandem technical support educated that if the customer backs out of the load menu prematurely, the reported issue would occur; however, the customer did not accept the explanation. Blood glucose level ranged from 300-400 (mg/dl). During a follow-up call, the customer reported that the issue was resolved and declined further follow-up from tandem technical support.